Event description:
It was reported that after an elevate posterior was implanted, the patient experienced pelvic pain. Acetaminophen, morphine sulfate, and oxycodone were prescribed starting on (B)(6) 2015. The event was considered resolved as of (B)(6) 2015. No further patient complications were reported. Related to manufacturer report #: 3011770902-2015-00082.